Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va12uva, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that sixteen months ago had a stroke and fell down. The patient said that at the time of the fall the leads were broken; however that wasn't determined right away; not until the patient had routine hcp appointment in the fall of 2021. The patient said that implanting physician checked device and was told that it was dead so they removed the complete system in (B)(6) of 2021. The patient said that currently doesn't have an implanted system however will be receiving one in the future.